Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 36 and 48 hours. The patient had an electrocardiogram (EKG) administered as well as blood was drawn and a urine sample was taken. The patient was treated with intravenous fluids. The patient was discharged from the hospital after 4 hours. The patients pod will not be returned as it has been discarded.